Event description:
Patient's caregiver reports the curlin pump serial number (B)(6) is not working. Home health rn and caregiver did trouble shooting and the pump would still not work. Unknown specifications of not working. Pump is used with lumizyme. Product lot number and expiration date are n/a. It is unknown if patient missed a dose or had an interruption in therapy. It is unknown if the pump malfunction caused an adverse event. The pharmacy did replace the device and the pump is available for return. Date of onset is unknown. Unknown if md is aware. No further information, details, or dates provided. Diagnosis for use: pompe disease.